Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported during preparation the introducer sheath was allegedly found damaged and subsequently could not be inserted into the vessel. There was no reported patient injury.

Event description:
It was reported during preparation the introducer sheath was allegedly found damaged and subsequently could not be inserted into the vessel. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:one 7fr introducer sheath and dilator were returned for evaluation. The dilator was received inserted into the sheath. Blood and residue were noted on the sample. The distal end of both the sheath and dilator were damaged, with the edges of both tips appearing to curl inward in multiple places. Therefore, the investigation is confirmed for the reported introducer damage. The definitive root cause for the damage could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include damage during shipping/handling, excessive force, insertion technique and insufficient-sized skin nick. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.